Event description:
The customer reported 1 compounded parenteral nutrition bag was leaking identified prior to the use of the product. There was no report of patient injury or medical intervention as a result of this event. Additional information was provided by the customer that the product sample had been discarded and that the leak had not been discovered until the customer had "opened everything up as per the usual procedure". Confirmation was received that there was no skin contact of bag contents with the end user. In relation to the leak location, the customer stated it appeared the leak was coming from the seam of the product. Customer confirmed there was no identifiable damage to product packaging or the carton the product was received in. The product sample and photos of the product sample were not available for review. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.